Event description:
The customer reported the device is not switching on. There was no pt involvement. The problem was found during routine inspection.

Manufacturer narrative:
(B)(4). The customer reported the device is not switching on. There was no pt involvement. The problem was found during routine inspection. The device was evaluated by a philips field service engineer and the issue was verified, the ac power module was found to be defective. Replacing the ac power module resolved the reported issue. The device passed and was returned to the customer.